Event description:
It was reported when using the bd pyxis medstation system screen was turned off. The customer reported that this machine is off and it is in offline on rss. The customer stated that this malfunction occurred when user trying to issue medication to patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station would not power on. The field service engineer found out that the drawer controller pcb in drawer 5.2 was defective, hence replaced the drawer controller pcb and then assigned the drawer to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.